Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.